Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was in clinic with increased congestive heart failure (chf) symptoms. No pump issues were noted, but the patient states that when the "---" is seen on the system controller, the patient feels lethargic. The vad coordinator submitted a data log file for review by the manufacturer. The data log did not contain any adverse events.

Manufacturer narrative:
A specific root cause for the reported ¿---¿estimated flow and chronic heart failure could not be determined through this evaluation. A review of the log file submitted by the account revealed no notable hazard alarm conditions; however, the report that the estimated flow transiently exceeded the lowest value at which it can be reliably displayed was confirmed on (B)(6) 2014, respectively; however, a correlation between these events and the patient's increased chronic heart failure symptoms could not conclusively be determined. In addition, a full evaluation of the lvad could not be conducted because the system was not returned to the manufacturer for analysis; however, the instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the heartmate ii left ventricular assist system operating manual explains that if the estimated flow is too low to be reliably displayed, the display module will ¿blank¿ the estimated flow and display ¿flow ---¿. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.